Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd nano¿ 2nd gen pen needle would not prime. The following was received by the initial reporter: consumer reported non patient end does not properly screw onto insulin pen stated, the non patient end is not puncturing the insulin pen stated, he is not able to prime his pen needle.

Manufacturer narrative:
The following fields have been updated due to additional information: h.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported the bd nano¿ 2nd gen pen needle would not prime. The following was received by the initial reporter: consumer reported non patient end does not properly screw onto insulin pen. Stated, the non patient end is not puncturing the insulin pen. Stated, he is not able to prime his pen needle.